Manufacturer narrative:
The evaluation performed by the arjo field service technician revealed that the end stopper was not placed at the end of the track which did not prevent the ceiling lift from falling out of the rail. The ceiling lift was placed back to the rail and the end stopper was secured. The maintenance and repair manual dedicated to maxi sky 2 (001-15697) includes the step-by-step procedure for the ceiling lift installation. One of the points indicates placing the end stopper into the rail and tightening it. It is also the warning: "make sure the end stoppers are correctly installed and tightened at all rail ends." Additionally, the instructions for use (001-15698-en) warns the user to check before every use if all end stoppers are in place to prevent a fall risk. To sum up, the lack of the end stopper and no inspection before the device use contributed to the ceiling lift falling. Arjo device failed to meet its performance specification since the end stopper was not secured into the rail. The device was not used for a patient transfer when the event occurred. The complaint decided to be reportable due to maxi sky 2 detachment from the ceiling installation.

Event description:
Following the information reported, the maxi sky 2 ceiling lift slid from the rail. This situation occurred after the completion of the patient transfer when the ceiling lift was moved to the charging station. When the ceiling lift reached the end of the track, it fell to the wheelchair. The ceiling lift struck the caregiver's wrist causing minor redness and a small bruise (non-serious injury).